Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having issues with the incisions. Patient stated they had 3 incisions instead of one because they had complications of finding the wires or where to put the wires. Patient said the middle incision was red and inflamed and warm to the touch from last night. Agent asked, patient said the problems started the day after surgery and one of the incisions was still bleeding. Patient sent a picture of the incision to the doctor and the doctor said it looked fine so they ended up putting a butterfly band aid on it anyway and it looked better but now it was red, swollen and warm. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va3644q, implanted: (B)(6) 2026, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jun-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.